Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there is an unknown number of peritoneal dialysis patients that experienced fungal peritonitis with unspecified complications. It was further reported that all patients had peritoneal catheter removal. The cause of the peritonitis was not reported. There was no report of hospitalizations or treatments. Patient outcomes and action taken with pd therapy were not reported. No additional information is available.